Event description:
It ws reported that the powerturn flex guide wire was advanced into the left anterior descending artery. When advancing the stent delivery system over the guide wire, the distal tip of the guide wire (2mm) went into a small side branch. After deploying the stent, during retraction of the guide wire from the anatomy, the tip of the guide wire looked quite funny in appearance. During pullback it appeared to be unravelling leaving only the core of the guide wire. A non-abbott microcatheter was advanced over the guide wire and all devices were removed together. The guide wire appeared to be in two pieces. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the reviewed information, no product deficiency was identified.